Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. Customer also reports insulin continued to drip during prime process. The insulin pump will not be returned for analysis.